Event description:
A medwatch report was received via us mail from the above institution which stated the following: a female underwent left acl reconstruction surgery in 2006. She complained of pain and tenderness in the area of the distal screw. In 2007, she was returned to surgery for removal of the screw and screw fragments. In the operative report, the surgeon documented: the tip of the biodegradable screw was encountered...the screw could not be removed in one piece as it was in the process of disintegration, so it was removed in pieces..."

Manufacturer narrative:
The product is not being returned to depuy mitek for evaluation. A depuy mitek sales agent attempted to obtain more information about the event and was able to determine achilles allograft was used in the above event; however, the surgeon did not provide any other additional information this time. A review of the depuy mitek product complaint system was conducted, no other product complaints for this lot number have been reported. Depuy mitek will continue to try to obtain more information about the event. When and if more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report.